Event description:
Customer reported unexpected negative reactions with cell #1 (r1r1 cell) of panocell-16, lot 23238 when testing 3 pts who have a history of anti-d. The other rh positive cells: 2, 3, 4, 9, 10 & 11 all resulted (1+) to (2+) reactions. Repeat testing with panocell-16, lot 25266 resulted in positive reactions (1+) with all rh positive cells. Methodology is tube testing.

Manufacturer narrative:
The customer confirmed the reactivity of the d antigen on cell #1 by testing with immucor anti-d (monoclonal blend) series 4 and gamma-clone anti-d (monoclonal blend); both resulted in a 2+ reaction. The red cells performed as expected when tested with the anti-d reagents. The customer did not return sample for investigation testing.